Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer experienced hyperglycemia with blood glucose value was 400 mg/dl ¿ 600 mg/dl. Customer stated that they experienced symptoms related to the high blood glucose such as nausea, vomiting, abdominal pain and gastroparesis. Customer was treated with the manual injection. The customer gave instruction to use 6 unit of insulin with manual injection by health care professional. Customer also stated that insulin pump received no delivery alarm. Customer stated she rewind the insulin pump and the infusion set was removed and it was not bent. The insulin pump will not be returned for analysis.